Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages consistent with mis-handling. The damaged hinges, lid, front and center housings, rear housing, speaker buzzer module, and main board were all replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "error 1" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.